Event description:
It was reported the printer status is "out of paper". It was also reported that the programmer's printer was not working and the bottom cord door is not closing properly. The programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Analysis confirmed the reported event, the printer switch was damaged. It was also noted that the power cord door was not closed properly due to the bent tabs, the electrocardiogram (ECG) connector was loose, and the printer drawer was starting to separate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the printer status is "out of paper". It was also reported that the programmer's printer was not working and the bottom cord door is not closing properly. It was also reported the company representative was in a case, ran out of paper. Paper was added and programmer displayed programmer message out-of-paper even though there was paper in the tray. The company representative tried running the programmer service diskette and cleaning the upper opening on the inside of the programmer and the out-of-paper message continued to be displayed. The programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.